Event description:
While using a byte night aligners, patient reported that they were seen by their oral surgeon and dental team and advised to discontinue the aligner treatment. After consult with the oral surgeon, it was determined that leaving the 3rd molars in place is recommended due to the proximity of the root apices of #17 and #32 to the inferior alveolar nerve. Due to the patient's significant overjet, it is difficult to insert and remove the aligners without exerting significant forces on their teeth. This has resulted in ellis cl. Fractures of maxillary anterior teeth. Recommendation is that the patient discontinue use of the current aligner until such time that a satisfactory remedy be implemented.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.